Event description:
It was reported patient death occurred. A left atrial appendage (laa) closure procedure was performed, during which a watchman closure device was successfully implanted. The patient was subsequently discharged from the facility. During an offsite summit, a watchman coordinator from a healthcare facility informed a boston scientific research and development engineer that four (4) patients who had recently undergone watchman implantation experienced progressive worsening of heart failure symptoms post-procedure. According to the report, all four patients died within 4 to 6 months following device implantation, with heart failure cited as the cause of death. No additional clinical details, patient histories, or contributing factors were provided at the time of the report. It was further reported the patient had a 27mm watchman flx pro closure device implanted on (B)(6) 2025. Low atrial pressure was noted; bolus was administered. The closure device was unable to be recaptured for full seating. No further complications were noted. The patient presented to the emergency room on (B)(6) 2025 with altered mental status (ams) for two (2) days. The patient was discharged the same date. The patient returned to the emergency room on (B)(6) 2025 with symptoms of dizziness. The patient was discharged home the same day. On (B)(6) 2025, the patient was admitted to the hospital for dizziness and congestive heart failure. The patient stayed admitted and continually decompensated until comfort measures were taken. The patient was reported to have died on (B)(6) 2025. The cause of death was reported to be congestive heart failure/respiratory failure.

Manufacturer narrative:
A1: patient identifier added, a2: date of birth added, ad: age at time fo event added, a2a: unit of measure - age added, a3b: gender added, b2: date of death added, b3: date of event updated, b5 describe event or problem: updated with additional information received, d4: lot number added, h6: device code updated from a24 to a150207, h6: patient codes added e0742, e0112, e0107, h6: impact code added f2303.

Event description:
It was reported patient death occurred. A left atrial appendage (laa) closure procedure was performed, during which a watchman closure device was successfully implanted. The patient was subsequently discharged from the facility. During an offsite summit, a watchman coordinator from a healthcare facility informed a boston scientific research and development engineer that four (4) patients who had recently undergone watchman implantation experienced progressive worsening of heart failure symptoms post-procedure. According to the report, all four patients died within 4 to 6 months following device implantation, with heart failure cited as the cause of death. No additional clinical details, patient histories, or contributing factors were provided at the time of the report.

Manufacturer narrative:
B3: date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.